Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
The customer reported a display failure of the appearance of the led readout is defective. The led is not reading out the correct digits and the numbers were broken up. No patient incident was reported.